Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of pulmonary carcinoma procedure, the device reload staples did not form properly. The surgeon then used another reload device to resolve the issue in order to complete the case. There was no patient injury.